Manufacturer narrative:
Functional test: samples were tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass-through filter. The complaint is confirmed. Continue with the analysis, it was tried to replicate the failure mode following the steps below: (see report attach) conclusion: based on the tests results, it is concluded that the failure could be reproduce in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Root cause: based on the tests results, it is concluded that the failure could be reproduce in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Action taken: q alert 21082 was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Completed on 30/jun/2021. Personnel notification was performed on 04/aug/2021 to notify production personnel about the failure mode reported by the customer.

Event description:
It was reported that a patient reported "upstream occlusion" alarm on pumps. No patient injury was reported.

Manufacturer narrative:
Other text: functional test: samples were tested using a syringe with colored water to detect any occlusion. Results: during the test, the water did not pass-through filter. The complaint is confirmed. Continue with the analysis, it was tried to replicate the failure mode following the steps below: (see report attach) conclusion: based on the tests results, it is concluded that the failure could be reproduce in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Root cause: based on the tests results, it is concluded that the failure could be reproduce in two ways: when the excess of solvent is not cleaned before to assembly the tube with the component. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Action taken: q alert 21082 was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Completed on (B)(6) 2021. Personnel notification was performed on (B)(6) 2021 to notify production personnel about the failure mode reported by the customer.

Event description:
It was reported that a patient reported "upstream occlusion" alarm on pumps. No patient injury was reported.